Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxt300 +22.0 diopter) was implanted into the left eye of the patient on (B)(6) 2018. One day post-op the patient reported blurry vision. Reportedly, the lens was explanted on (B)(6) 2018 and replaced with a zxt225 +21.0 diopter because the surgeon picked the wrong power for the original lens. No incision enlargement, no vitrectomy was performed and no patient injury was reported. The explanted lens was discarded after surgery. No additional information was provided.